Event description:
It was reported that, "femoral impactor: this is missing a piece. When the scrub nurse handed instrument to doctor, doctor tried to load implant on the impactor and peg fell out. Peg and impactor will be returned."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.